Event description:
Event description cpi received information that following a delivered shock, this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was also noted that the battery status was at mol1 three months prior to this episode.